Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced cannula issue event on (B)(6) 2026. The blood glucose level was 290 mg/dl and the patient was treated with correction bolus via pump. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.